Event description:
Reference MFR report number: 3004209178200900968. It was noted in the medtronic device tracking system this patient had expired. Two physicians listed as follow-up physicians did not have information regarding this patient's death. Attempts to obtain information regarding the cause of death have been unsuccessful.